Manufacturer narrative:
H3: the marathon micro catheter and mirage guidewire were returned within the inner pouch; inside of the biohazard bag and a shipping box. The mirage guidewire appeared to be compatible for use with the marathon catheter as it has an outer diameter (od) of 0.008". No damages were found with the marathon distal marker/tip. The entire surface of the marathon catheter body was examined under magnification. The marathon catheter body was found to be punctured at ~7.2cm from the distal tip. No damage was found with the returned guidewire. The marathon total length was measured to be ~172.0cm, the usable length was measured to be ~166.0m which is within specification and the distal floppy length was measured to be ~26.0cm which is within specification. The marathon micro catheter was pressurized with water and found to be patent. Water was found to be leaking out from the punctured location. Based on the device analysis and reported information, the customer complaint was confirmed as the returned marathon was found to be punctured at the distal segment. However, the cause could not be determined. Possible cause includes vessel tortuosity and/or guidewire navigated within the catheter too aggressively. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon catheter had a break and leak in the distal segment. The patient was undergoing treatment for a superficial temporal/middle meningeal artery anastomosis arteriovenous malformation (avm). The patient's vessel tortuosity was moderate. The access vessel was the femoral artery, which was 8mm in diameter. It was reported that under the angiographic roadmap, the 0.008-inch mirage guidewire guided the floating marathon microcatheter to the proximal end of the diseased blood vessel. The guidewire could not reach the target blood vessels because the blood vessels were too tortuous. Therefore, the guidewire was planned to be withdrawn, and the angiographic roadmap was redone by using a floating microcatheter angiography. After the angiography agent was pushed in, it was found that the distal mark point of the floating microcatheter and the proximal branch blood vessels were also filled with angiography agent. The surgeon suspected that during the process of the catheter enabling the guidewire to reach the target blood vessel, the tip end of the catheter was kinked and there was a break. Therefore, the marathon floating microcatheter was withdrawn. Under the sterile environment in vitro, the tip end was touched by hand, and it was found to have a feeling of tingling. It was carefully observed and it was found that there was a small break in the catheter body. The catheter was replaced with a new marathon to continue the surgery, and the embolization was successfully completed. The patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).